Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was replaced because it was too low, it was hitting the patient¿s tailbone and it was making her feel like it would break the tailbone. The implantable neurostimulator (ins) itself was too close to the surf ace of the skin and she would feel and see it. She also could not increase the amplitude past 2 otherwise it ¿felt like it was tearing me apart.¿ the ins was implanted in her left side and they ended up removing it and implanting a new ins on the right side. She had this replacement surgery about 2 or 3 months back, she did not recall the date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.